Manufacturer narrative:
The hospital replaced the flow sensor, and resolved the alarm condition. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported that the unit failed the preoperative checkout, indicating a flow sensor error. There was no report of patient involvement.